Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
The attune shims have chunks missing out of them.

Manufacturer narrative:
Upon review of the returned device, there were no missing pieces of the instrument and therefore no patient risk occured. This report is being rejected as there is no potential adverse event to be reported. Depuy now considers this investigation closed.